Event description:
As reported by the u.s. Food & drug administration regulatory authority (ref# mw5150710), a reporter called to submit a report about his shoulder implant adverse events he has been experiencing in the past two years. A reported stated after he had the right shoulder implant in 2017, he had physical therapy, exercised and follow-up with his doctor, after five years, he found out on his follow-up visit x-ray that his implant was coming apart. His doctor suggested to his implant removed and replaced by another one. He had another surgery in 2022 and his right shoulder implant was put in. He said the doctor used a screw to tighten the implant. He went on saying, the new implant is causing him pain and discomfort ever since it was put in. He thinks there is a fitting issue, or it could be the screw that is causing pain.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported cannot be confirmed from the information provided but may be the result of disassembly. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.